Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited elevated thresholds. The device remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 6935m62 lead, implant date: (B)(6) 2013; product ID: 5076-52 lead, implant date: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.